Manufacturer narrative:
Relevant retention test strips (lot 330462) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's remaining test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1 = 2.8 inr, qc 2 = 2.8 inr, qc 3 = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the meter, resulting with a value of 4.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation.